Event description:
A home pt contacted baxter's technical service center and reported she opened her transfer set but did not connect the pt line. Baxter's technical service technician advised the home pt to contact her nurse or physician. No pt injury or medical intervention was associated with this report per the home pt's nurse.